Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/17/2023, it was reported by a arthrex employee via sems that an ar-1223s coring reamer became deformed and broke. This was discovered during a case and broke during use. Per facility: "the product was used for arthroscopic bone graft harvesting from the talus on (B)(6) 2023. During use, the tip of the reamer touched the sheath of the camera scope, causing deformation and broken within the joint. At this time, it was also confirmed that metal powder was generated. The doctor in charge was able to extract a bone graft using the product as it was, but the bone hole was enlarged due to the deformation of the product. No further information is available."

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1223s was received for investigation. Upon visual inspection of the two returned devices, it was observed that the cannulated coring reamer had teeth broken into two pieces, which were the only parts returned from this device. Additionally, the collared pin shaft was found to be slightly bent. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. This event is likely caused by prying/levering the device against hard bone or other instrumentation during use.